Manufacturer narrative:
The lens has been returned but not yet evaluated. Updated information: the lens has been returned and evaluated. Lens was returned dry in a microcentrifuge vial. There was clear residue on the lens surface. Visual inspection found no visible damage to the lens. (B)(4).

Manufacturer narrative:
Previous adverse events were not included in initial MDR: patient had elevated iop, and significant reduction of irido-corneal angles. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(6). (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -12.0/+1.5/098 diopter, into the patient's left eye (os) on (B)(6) 2017. On (B)(6)2017, the lens was exchanged with a shorter lens due to excessive vault. The problem was resolved. As of the date of MDR submission, the lens has been returned but not yet evaluated.